Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging her onetouch verio flex meter was reading erratically high. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and on additional information obtained after customer care reviewed the call. The patient reported that the alleged inaccuracy issue began approximately a week prior to the call to lfs around 4 am. The patient claimed that she obtained blood glucose readings of 92 mg/dl at 4 am and 119 and 97 mg/dl at 7 am with the subject device. The patient stated she was diagnosed with gestational diabetes when she was at the start of 32 weeks of her pregnancy on (B)(6) 2021. She manages her diabetes with lantus insulin (self-adjuster) and she informed the cca that due to the high readings of the subject meter her doctor and nutritionist recommended to increase the units of insulin from 4 to 7 units daily and to change her diet (eat less carbohydrates) on (B)(6) 2021. The patient claimed to feel shaky every time after she takes the recommended dose of insulin a few times last week. The patient denied receiving any treatment for the reported symptoms. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had followed the correct testing process. The cca established that the test strips had been stored properly, were not open beyond their discard date, had not expired and the vial was not cracked or broken. The cca noted that the patient did not have control solution available at the time of the call to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin and after changing her diet based on alleged inaccurate high results obtained with the subject meter.